Event description:
It was reported that an er420 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips came out malformed. There was no consequence to the pt.